Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dropped, the pump would not turn on, and the battery cannot fit in the battery compartment. Customer stated the drop was about waist height. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked case corner of belt clip rails. Device p-cap or test reservoir lock in place properly.